Event description:
It was reported that the pump has scratches on the lens and every time you put the device on the set it alarms, "cassette not attached properly. Reattach cassette." No patient involvement.

Manufacturer narrative:
B3 - month and year are known, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event history found cassette not attached properly error. Confirmed cassette not attached properly alarm. Replaced downstream occlusion (dso) sensor and seal, calibrated dso sensor successfully. Replaced lcd lens. Upon further inspection, air in line detector failed height test. Replaced air in line detector. Found corrosion on spring contacts and the battery door. Replaced battery door and spring contacts. Updated the latest software. Device passed all verification testing.